Event description:
A report was received that a pt was unable to feel stimulation in his target pain areas. A bsn representative reprogrammed the pt and found high impedances in all sixteen contacts. X-rays were taken that showed that the lead was fractured. The pt is expected to undergo a revision procedure at a later date.